Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that the implantable cardioverter defibrillator exhibited loss of capture due to inadequate low voltage output. Multiple fusion and pseudofusion events were also noted. Programming changes were discussed. No intervention was reported. There were no patient consequences.